Manufacturer narrative:
Corrected expiration date and based on additional information. The patient is (B)(6) inches in height. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Photos of the device, however, were received. In these photos markings and scratches, as is consistent with in vivo clinical use, were observable. Apart from these, the device appears unremarkable. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that this complicated, multiply revised total knee arthroplasty was entirely the result of the persistent periprosthetic infection. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: based on clinical review of the provided medical results concluded that there is no evidence that this clinical picture was the result of factors of faulty component design, manufacturing, or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Update as per op report: patient had a two stage revision due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: femoral condyle; cat# unk; lot# unk. Tri ts baseplate size 4; cat# 5521-b-400; lot# gvgi. Tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m6v08. Triathlon cemented stem-9mm x 150mm; cat# 5560-s-309; lot# n3k60. Tri post augment sz3 10mm; cat# 5544-a-300; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revised due to infection.